Event description:
The pt was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the pt experienced multiple complications post-implant including "hemorrhage from everywhere, gastrointestinal respiratory, and urinary approximately 1-2 weeks post-op". He required daily infusion of von villebrand's factor due to the bleeding issues. The pump speed was adjusted and coumadin and acetylsalicylic acid (asa) anticoagulation was stopped. Additionally, starting approximately one month post implant, the pt went into renal failure requiring hemodialysis. He was never discharged from the hospital as a rehabilitation center that could accommodate hemodialysis and IV infusions was not available. The pt was also not strong enough to stand or sit in a chair for dialysis. At an unspecified time post implant, the pt's condition declined after experiencing an unspecified, non-vad related infection. It was reported that the pt looked like he might be getting septic. He experienced respiratory distress and was intubated. His condition further declined and he required vasopressors. The family then elected to provide the pt comfort care. The pt expired on (B)(6) 2014. The final cause of death was reported as respiratory failure. The lvad was reported to be functioning intended. No explant or autopsy was planned.

Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.